Manufacturer narrative:
The allegation that the ventilator's internal battery would not hold a charge could not be confirmed or duplicated. During the eval a damaged ac inlet connector was identified. The device's ac inlet connector was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
A ventilator was returned to the MFR with an allegation its internal battery would not hold a charge. There was no pt harm or injury reported.